Event description:
It was reported that during the implant attempt, the lead helix would not extend, even after 20 turns. The lead was removed from the patient and was tested on the table, where the helix finally extended with a 'jump.' The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The analyst demonstrated that the lead extended and retracted smoothly and within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).